Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. As per data log analysis, the system was used on (B)(6) 2019 and there was no indication of battery life exceeded. The next power up was on (B)(6) 2019 and the user was notified the battery life was exceeded. The heart lung machine (hlm) responded correctly as the battery had reached two years. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. He replaced the batteries. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb)procedure, the central control monitor (ccm) displayed a "you have exceeded the two year service life of your battery" message. There was no delay, no blood loss, nor adverse consequences to the patient.